Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the operating room for a routine pulse generator change out. Upon interrogation, loss of left ventricular capture was noted and low impedance. A chest x-ray revealed that the lead insulation was abraded. Due to the patients anatomy the lead could not be replaced. The lead polarity was changed to unipolar and tested and found to be acceptable.